Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: n/a, batch: 37825216, UDI#: (B)(4), product family: scs-linear leads-MRI, upn: m365sc43190, model: sc-2408-56, serial: (B)(6), batch: 7090384, UDI#: (B)(4), product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7089799, UDI#: (B)(4).

Event description:
It was reported that the patient recently underwent a spinal cord stimulator (scs) implantable pulse generator (ipg) implant procedure and experienced an infection inside the ipg pocket and the tunneling portion connecting the lead and the ipg. Four days after the implant procedure, the patient underwent an explant procedure and the ipg, two leads, and clik anchor were explanted. The patient also developed a fever four days before the explant procedure and experienced redness on the wound three days prior to the explant procedure. The patients fever is subsiding and it was noted that there was a small amount of pus inside the ipg pocket. However, the incision and sutures were healed. It was also reported that there may have been issues with the sterilization of the ipg and leads. All explanted devices were discarded by the medical facility.